Manufacturer narrative:
The titanium dynaforce mpj plate listed previously was used in conjunction with the implants listed below as a total construct for bone fragment osteotomy fixation and joint arthrodesis. Component implants used in entire construct: motoband cp - locking screw - 3.0mm x 12mm, catalog#: 1500-3012, lot#: 500551, expiration: 01/17/2021. Motoband cp - non-locking screw - 3.0mm x 12mm, catalog#: 15nl-3012, lot#: 500330, expiration: 10/16/2020. Motoband cp - non-locking screw - 3.0mm x 16mm, catalog#: 15nl-3016, lot#: 500454, expiration: 07/11/2020. Motoband cp - non-locking screw - 3.0mm x 16mm, catalog#: 15nl-3016, lot#: 500332, expiration: 07/16/2020. Dynaforce himax implant kit 18x14x14, catalog#: 7119-1414kt, lot#: 300096, expiration: 01/24/2021.

Event description:
Doctor performed an mpj fusion surgery on (B)(6) 2019. At follow-up visit, patient's surgical site exhibited poor wound healing. Revision surgery took place on (B)(6) 2019 which included debridement of the wound and removal of the hardware including plate, screws, and staple.